Event description:
It was reported that surgeon inserted an aq2015a three piece silicone lens and the optic tore coming thru the injector. The lens was removed without any pt injury. This facility uses the cq cartridge with this lens and is aware that this is considered off label use.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product showed that the optic was torn into pieces and a haptic was torn off from the optic. There was evidence of a clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, the most likely root cause of the event was off label use. (B) (4).